Event description:
Diabetes educator reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was 424 mg/dl. Customer stated that the insulin pump alarmed no delivery. Customer has treated with manual injection. Customer tried a bolus delivery of insulin, the insulin pump alarmed no delivery. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.